Event description:
It was reported a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). After the transeptal puncture was completed, the was placed at the posterior wall of the laa, and the pigtail wire was advanced. During advancement of the pigtail wire, a perforation occurred to the posterior wall of the laa. The laa closure procedure was completed. A surgical thoracotomy was performed to repair the perforation. The patient was expected to fully recover.